Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable (003) due broken trace at u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received an error of hardware low level failures. The blood glucose value was unknown at the time of incident. Customer called to enquire about a symbol on front screen on pump however, customer confirmed that, the pump was set to vibrate. Customer stated that pump had insulin flow blocked alarms as a past event. Customer advised to perform self-test and got hardware low level failures alarm. Displacement verification test was then performed and passed. Again doing self-test and once again hardware low level failures alarm appeared. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.